Event description:
It was reported that one day post implant, there was intermittent loss of capture and unstable thresholds on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.